Event description:
I saw an optometrist on (B)(6) 2026 for routine eye exam she prescribed me some contact lenses and gave me what I thought was saline solution as a sample. She asked if I'd ever used it before and I told her I had not she did not explain how to use it or warn me or the dangers of a chemical burn in my eye. I spent all day mother's day on the phone with doctor for my right eyeball and suffering the burning is intense I am at the urgent care now. The product is called clear care contact lens cleaner it should be removed from the shelves and banned from use doctors should not be allowed to give this product I spent all day with doctors for my eye I'm still in pain!